Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the returned sample evaluation. The actual device was returned to the manufacturing facility for evaluation. Visual inspection of the sheath found no obvious anomalies in its appearance. The sheath was submerged in water, air pressure was applied and an air leak was observed. In that state, the cross-cut valve was inspected under magnification. A flaw was found to have been generated on the cross-cut valve. The sheath inserted over a factory retained 6fr. Optitoque catheter was submerged in water, air pressure was applied and an air leak was observed. In that state, the cross-cut valve was inspected under magnification. A gap was found to have been generated between the cross-cut valve and the catheter inserted in it. The cross-cut valve, after having been taken out of the sheath, was closely inspected under magnification. A flaw reaching the back side was found to have been generated off center the slit. This flaw appears to be the cause of the deterioration of the haemostatic performance of the actual device. Visual and magnifying inspection of the dilator found that the distal end had been deformed. Visual and magnifying inspection of the mini spring guide wire did not find any anomalies. The outer diameter of the mini spring guide wire was verified to meet manufacturing specification. A search of the complaint file did not find any other MDR report with the involved product code/lot number combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be definitively determined based on the available information, it is likely that the dilator hit off center the cross-cut valve in the sheath with its tip when the two devices were combined with each other. The potential for such an event is addressed in the instruction-for-use (IFU) with statements such as the following: "insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility and the evaluation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date this report was sent. A review of the device history record and the shipping inspection record of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported leaking from the valve during a procedure. Follow up communication with the user facility confirmed the following information: leakage of the cross-cut valve was noted during use; blood dropped out next to diagnostic catheter; the catheter was centered; the glidesheath slender was not changed out; and blood loss was about 250ml.